Event description:
The manufacturer was contacted in reference to a philips CPAP device. The patient alleges issues with their lungs, cancer, and difficulty breathing. The patient alleges black residue inside the machine.

Manufacturer narrative:
The device has not been returned to the manufacturer for analysis.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging breathing problems and found some black residue inside the device. There was no report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box g, h has been updated/corrected.